Event description:
Pump reported to be set up to infuse at 50 ml/hr d5w. The pump was reported to have "took off on itself and ran at 150 ml/hr." No clinical info could be obtained. No pt injury was reported.